Event description:
A device was returned with no known complaint. Analysis of the device found a non-conformance. Medtronic received information that a ped pipeline failed to open. A huge aneurysm in the c4 segment of the internal carotid artery was treated with blood flow-guiding dense mesh stent implantation. During the surgery, the phenom 27 microcatheter reached the m2 segment of the middle brain and delivered the ped-425-35 stent into place. The tip end of the stent was successfully opened and positioned at the c7 segment of the internal carotid artery. When continuing to deploy the stent to the middle section, the stent became kinked and could not be opened. After recovery, and deployed it again and adjusted the tension, but it still could not be opened. The surgeon then removed the stent and microcatheter, replaced it with a new one, and successfully completed the surgery. And returned the kinked stent and microcatheter together for identification. The pipeline was positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. No additional steps were required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The deivces were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU.  The patient was being treated for an unruptured, saccular internal carotid artery c4 segment aneurysm. The max diameter was 25mm and the neck diameter was 11mm. The distal landing zone was 3.8mm and the proximal landing zone was 4.1mm. Vessel tortuosity was severe. Angiographic result post procedure was intratumoral blood flow slowed down. No patient symptoms or complications were reported. Ancillary devices:  8f guilding guide catheter, phenom27 microcatheter

Manufacturer narrative:
H3: product analysis of fg15150-0615-1s, lotno:226845529 , damage location details: no bent or kink was found with pushwire. The pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis and the reason was not provided. No damages were found with re-sheathing pad or with the proximal bumper. The hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal ends of the pipeline flex braid appeared to be fully opened and damaged. In addition, the middle section was found to be open and no damage. No flash or voids molded were observed in the hub. No damage was found with hub. The phenom 27 catheter body was found to be separated/broken at 14.5cm from the hub. The phenom 27 catheter tip and marker were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom catheter were measured to be within specifications. For, further examination; an in-house 0.0265¿ mandrel was inserted through the hub of the catheter without issue. The pipeline flex braid was removed from catheter lumen. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the middle section as the middle section of the braid was found to be open and no damage. It is possible the patient¿s ¿severely tortuous¿ anatomy contributed to the event. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result the broken end failed via ductile overload. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.